Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4), ubd: 16-feb-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was receiving morphine via an implanted pump. The indication for use was spinal pain and chronic low back pain. It was reported the patient was going to have an MRI due to the patient developing an intrathecal granuloma. The patient had surgery, but they could not remove all of the granuloma, so the patient was having an MRI to see if there's any left. It was confirmed the surgery was 6 months ago and the hcp wanted to do MRI 6 months after surgery to check the catheter. The patient new for a long time there was something wrong with the catheter, but they could not convince healthcare providers to "check it until it grew against my spinal cord". The patient was disappointed the sales rep didn't recognize the granuloma. It was noted the event occurred in either 2016 or 2017 but could not confirm.